Manufacturer narrative:
Health hazard evaluation (hhe) was completed.

Event description:
Not all connectors of the tigerpaw system ii device were engaged. The second tigerpaw system ii device was successfully used to complete the procedure there were no patient negative effects.